Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level of 600 mg/dl plus. Customer's blood glucose value was unknown at the time of the call. Caller declined to troubleshoot for high readings and stated that they attributed the issue with bent cannula. The product will not be returned for analysis.